Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms would occurred when the customer's fill estimate reached 50 units. The customer would resume insulin deliveries and additional occlusion alarms would typically not occur. Reportedly, the customer uses their cartridges for up to 2 weeks. There was no known impact to the customer¿s blood glucose level. As the customer was not receiving an occlusion alarm when tandem technical support (cts) was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed. Cts educated the customer in regards to staying within labeling of their cartriges.